Event description:
It was reported that the balance middleweight universal guide wire separated when the physician deployed the stent in the pt's body. The left/remaining guide wire and the stent were removed from the body. There was no pt effect reported.